Event description:
Customer reported via phone call that they are experiencing low blood glucose readings. The blood glucose reading at the time of incident was 45 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.